Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture in the first rib and clavicle. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.